Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer could not recall any significant events leading to the alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened act button dome switch. No unlocked lcd keypad connector noted. The insulin pump had cracked lcd window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and stained end cap sticker.